Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in nozzle and burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip that resulted in burnt plastic distal end cover. However, the most probable cause of foreign material found in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.